Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced the high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. However, customer was treated with manual injection for high blood glucose level. Customer said the insulin pump alarmed compromised force sensor system. Insulin was squirting out from insulin pump. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to compromised force sensor system alarm.